Event description:
It was reported that the patient presented prior to generator exchange procedure. Upon interrogation, it was noted that the right ventricular lead (rv lead) exhibited noise oversensing. During procedure, it was noted that rv lead had insulation damage. The rv lead was repaired during the exchange procedure with a repair kit. The patient was discharged from hospital.